Event description:
It was reported that the patient presented for an unrelated surgical procedure more than 6 inches away from the device. A magnet was placed and taped directly on top of the device; however, the patient still received an inappropriate shock. It was noted that the device delivered a shock due to the use of a diathermy machine, and the patient stopped the use of the diathermy to prevent further delivery of a shock. The patient was in stable condition.